Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited error code e315, failure to connect the equipment to the unit. The issue occurred before the unspecified procedure began (during preparation for use). The intended procedure could not be completed and was cancelled. It was reported that the patient was not sedated at the time. No patient adverse effects reported. There have been no reports of any patient injury or serious deterioration in their health from the cancelled procedure nor was there any indication that the procedure was being done emergently/urgently for life-threatening reasons. There was no evidence that the patient developed a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device. This event will be reassessed for potential change in reportability if further information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The device was displaying the e315 error code during the inspection. Additionally, the unit had experienced a perforation in the distal end that led to fluid invasion. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was possible the result of a leaking at the distal end, which flooded the inside of the scope connector. That fluid exposure may have led to a short circuit or similar abnormality inside the scope, causing the reported error code. Olympus will continue to monitor the field performance of this device.